Event description:
The lay user/patient contacted lifescan alleging the meter display is damaged, blurry and dim. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The blood transfusion research institute generated negative architect hbsag results on 2 blood donors who tested pcr positive. Blood units from both donors were dispensed for transfusion. Blood transfusion research institute was used as a reference laboratory for a foriegn blood center for additional testing. The facility was evaluating applying the grayzone interpretation of 0.8 to 1.0 to the prism hbsag assay. In order to validate this, 195 specimens that were prism hbsag grayzone were tested with pcr. Two of those specimens were pcr positive. All 195 blood units were already dispensed for transfusion because they met the acceptance criteria. No additional testing was performed, and alt data was normal (11-14 no units of measurement given). There was no report of injury or impact to patient management. Below are the results for donor #1: donor 1:prism hbsag initial = 0.81 s/co, repeat = 0.83, 0.91 s/co architect hbsag = 0.03 iu/ml (negative) pcr positive. Second draw (20 days later) prism hbsag = 23.27 s/co

Manufacturer narrative:
This report is being filed on an international product, list number 6c36 architect hbsag that has a similar product distributed in the us, list number 1l80 architect hbsag. No returns were received for investigation. The investigation team tested an in-house sample of architect hbsag, list number 6c36-32, lot number 50372hn00. The data generated showed that calibrator 1 and 2, negative control, positive control 1 and positive control 2 were well within the specification range. Additional testing was performed to confirm the clinical sensitivity of the reagent. Two commercially available seroconversion panels (phm914 and phm916) were tested and revealed that the clinical sensitivity of architect hbsag, list number 6c36-32, lot number 50372hn00 is not impacted compared to clinical trials and historical data. As part of this investigation a review was performed of the complaint and manufacturing records for architect hbsag, list number 6c36-32, lot number 50372hn00. This review did not identify any problems relating to the account's observation. To exclude a potential product deficiency of architect hbsag, complaints for potential false negative results since 2007 were reviewed, and no trend could be observed related to this issue. Based on this investigation, it is determined that architect hbsag, list number 6c36-32, lot number 50372hn00 is performing acceptably within the package insert claim for sensitivity (99.52 % with a 95% confidence interval of 98.29 % to 99.94%). For optimal results, serum and plasma should be free of fibrin, red blood cells, or other particulate matter. Such specimens may give inconsistent results and must be transferred to a centrifuge tube and centrifuged at least 10,000 rcf for 10 minutes. Frozen specimens must be mixed thoroughly after thawing by low speed vortexing. Furthermore, for diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. This is the final report.

Manufacturer narrative:
(B) (4). Upon an internal review, it was noted that the previous submission had the incorrect catalog # and lot # in section d.